Manufacturer narrative:
Approximate age of device ¿ 2 years and 10 months. The patient remains ongoing on lvad support, however a portion of the percutaneous lead (driveline) was received for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that review of the submitted log file by technical services revealed pump stoppages. This type of behavior had been previously linked to potential issues with the percutaneous lead (driveline). These issues only appeared to have occurred while the lvad was connected to the mobile power unit (mpu). No clinical symptoms were reported. On (B)(6) 2019 technical services performed full length external distal end percutaneous lead replacement without issue. The lvad was placed on regular grounded patient cable post-repair and pump stoppages and low speed events were unable to be reproduced with patient movement. The lvad was to remain on regular grounded patient cable for observation prior to patient¿s release to home.

Event description:
Additional information: the patient continued to experience pump stops even after driveline repair. The patient was upgraded and underwent heart transplant on (B)(6) 2019.

Manufacturer narrative:
Section d4 and device manufacture date: additional information. Manufacturer's investigation conclusion: although the evaluation of the submitted system controller log file confirmed pump stops and low speed events, a specific cause for the events could not be conclusively determined through the evaluation of the returned portions of the driveline the submitted system controller log file captured one transient pump stop and low speed advisory/hazard alarm on (B)(6) 2019 at 07:55:58 am. Several further pump stops and low speed advisory/hazard alarms were observed from (B)(6) 2019 through (B)(6) 2019. All of these events occurred while the system controller was connected to a mobile power unit. Low flow hazard alarms and elevations in pump power up to 13.1 w were also associated with some of these events. Based on previous complaint history, these events appear consistent with a potential driveline issue. A distal end driveline repair was performed on (B)(6) 2019 and the replaced portion was returned in a segment measuring approximately 19¿. The outer layers of the driveline were severed approximately 16¿ from the metal connector. Minor metal braided shield breakdown was observed along the driveline segment, consistent with the duration of use. Visual inspection of the underlying wires revealed no evidence of damage or wear to their insulation. Electrical continuity and hipot testing of the driveline repair segment did not reveal any issues that would have contributed to the pump stops and low speed events observed in the submitted log file. It was later reported that alarms continued after the driveline repair. The device was returned assembled with the driveline severed approximately 1.5¿ from the pump housing. The remainder of the driveline was not returned. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was returned attached to the pump¿s inlet port. The apical sewing ring was secured to the distal end of the inlet tube. The sealed outflow graft and outlet elbow were returned attached to the pump¿s outlet port. The sealed outflow graft bend relief and sealed outflow bend relief collar were not returned. The pump appeared to have been exposed to a fixative agent. The outer silicone jacket, bionate, and metal braided shield layers of the returned portion of the driveline appeared unremarkable. Visual inspection of the underlying wires revealed no evidence of damage or wear to their insulation. Electrical continuity and hipot testing of the returned driveline segment did not reveal any issues that would have contributed to the pump stops and low speed events observed in the submitted log file. No further information was provided. The manufacturer is closing the file on this event.